Manufacturer narrative:
The device was returned to olympus. The result of our investigation was consistent with the customer's description of failure. The wire at the distal end of the electrode was broken and both ends of the wire were melted. The cause for this issue is very likely wear and tear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a resection electrode broke. The issue occurred during a procedure. There was no harm or user injury reported due to the event.